Event description:
It was reported that during central processing, the top portion of the curved cannula broke off. No missing or fallen pieces were reported. No report of patient harm, adverse outcome or injury.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Failure analysis found the cannula accessory had a weld defect. The cannula was inspected and it was noticed that the tube can move with respect to the bowl feature. The weld that joins the tube and bowl is cracked around the circumference. As orientation of tube relative to bowl is critical to function of item, the cannula cannot be used. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the weld defect found during failure analysis if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.